Event description:
The customer reports experiencing symptoms including a cough, congestion, bronchitis, and pneumonia. The md prescribed unspecified antibiotics and steroids.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU). Due diligence report: it is essential to highlight that the customer, in the clinical investigation, specifies that they are not attributing their symptoms to the soclean device. The customer notes that the symptoms resolve after discontinuing use of the pap device. Furthermore, the customer reports that these symptoms have consistently occurred every november and december over the past several years. The customer raised concerns regarding the device's functionality, and troubleshooting steps have been performed. The required term/code for this report was unavailable. Since the customer did not return their device, a component code for annex g could not be found. As this field was mandatory, the entry "appropriate term/code not available" was used instead.